Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt-rep) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt-rep stated they went to the patient's (pt) house today to help the patient get the stimulation going as pt was recently implanted and their incision was now healed. Pt-rep said manufacturer representative (rep) was supposed to meet with the patient (pt) earlier this week, but rep never showed so pt-rep just went over today. Pt-rep said they turned on stim today but the pt wasn't feeling stimulation or getting pain relief. Pt-rep said they went through the manual and tried all the troubleshooting: they tried to change groups but wouldn't allow them to select an option for b and they tried turning stim off, decreasing stim, turning back on and turning stim up, but pt was at 6.5 and still didn't feel stim. Troubleshooting was unable to be performed as pt-rep already did troubleshooting before the call. The patient was redirected to their healthcare provider to further address the issue.